Event description:
Patient reported being injected in the mouth corner and marionette lines with an unspecified juvéderm®. The patient experienced ¿lumps and biofilm¿ and was treated with cortisone. The event is ongoing.

Manufacturer narrative:
Allergan is unable to confirm with the healthcare professional, therefore additional event, product, or patient details are not attainable. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.